Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that caller reported that the verbiage in the rf coils section of the interstim MRI manual was "throwing them off". Caller is needing to scan pt's shoulder and was not sure if they could use the t/r lower extremity coil on the shoulder as that is one of the options listed for scanning inferior to c7. Caller confirmed manual part number m980291a032. Additional information was received from the patient. When asked for clarification and cause of the issue they stated that the only issue that they had was that the device would give them a shock but that it hadn't done so in a month.